Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's device will reportedly not be explanted at this time. The recipient is using the device. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly considering revision surgery despite the device testing within normal limits. Advanced bionics is in the process of gathering further information; once more information is obtained a supplemental report will be submitted.